Manufacturer narrative:
Despite attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event.

Event description:
It was reported that the patient underwent a valve explant after an implant duration of approximately ten (10) months. The reason for explant is unknown. No additional information.

Event description:
Edwards received information that this bioprosthetic valve was explanted due to mitral regurgitation and replaced with another edwards bioprosthesis. There were no adverse patient effects as a result of the valve replacement.